Event description:
Device 1 of 3. Ref MFR reports: 1627487-2013-06958 and 1627487-2013-06959. It was reported the pt is not receiving effective stimulation therapy from his scs system. Reprogramming did not resolve the issue. X-rays taken showed the scs leads have moved. Additionally, the pt complaint he is experiencing pain at his ipg site and in his mid back. Surgical intervention to address the issues is planned for a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.